Manufacturer narrative:
Result - the complaint for "lead pull-out" was confirmed. A microscopic inspection of the returned ipg found the bottom chamber septum had been cored. It was also noted the lower chamber setscrew had been retracted beyond its limit and had flipped in the bottom side up position, which would have eliminated the ability to place the torque wrench tool into the setscrew hex slot and tighten the setscrew to retain the lead once it had been fully seated. The clinicians manual provides a cautionary statement as follows "do not loosen the setscrew in the connector more than a quarter turn at a time while trying to insert the lead. Retracting the setscrew too far can cause the setscrew to come loose and make the connector assembly unusable". During mfg the device passed a mfg test in which the setscrew is tightened to 2.0 .5 in/0z, then loosened by rotating the setscrew 1 to 1 1/4 revolutions counterclockwise. Analysis revealed user error, per 56-0167 DHR review is not required. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt lost stimulation. X-rays revealed the lead was pulled out of the ipg port. The physician removed and replaced the ipg. Reportedly, the pt regained adequate coverage.